Manufacturer narrative:
The customer¿s report of bulge/balloon in the silicone segment was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damage to the components. A weakened segment approximately 1 in. Long and 0.4 in wide was observed at the top of the silicone pump segment tubing. Functional testing was performed by gravity and using a lab pump module; the set flowed freely and showed no signs of ballooning, and the pump infusion completed with no ballooning and no alarms. Testing was performed with a lab 10ml syringe to simulate an IV push, using the distal port and occluding the tubing above the injection port, and then again by not occluding the tubing. No bulge/balloon was observed in either case when the device door was opened. The root cause of the customer¿s report of ballooning silicone segment was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that during an infusion on the med surg/oncology floor, the nurse observed a ballooned silicone segment. Infusion devices were not sequestered, however set was saved. No patient harm was reported as a result of the event.